Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: carto 3 system: model #: unknown, serial #: unknown. Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. Manufacturer's ref. No: (B)(4).

Event description:
During an informal conversation with the physician on (B)(6) 2013, it was reported that after a cardiac ablation procedure, a patient suffered an atrio-oesophageal fistula which required surgical repair. After several follow-ups, additional information was requested and could be obtained on (B)(6) 2013. The procedure took place on (B)(6) 2012 using an ez steer thermocool sf navigational catheter and was uneventful. The patient was discharged the next day after the procedure, per protocol. On (B)(6) 2012, the patient was admitted to hospital with septicemia and hypotension and was diagnosed with atrio-oesophageal fistula and a left atrial defect. The patient was taken to surgery for closure of the oesophageal hole and repair of the left atrial defect. The patient recovered in ICU and was referred for physiotherapy and rehabilitation due to muscle weakness in right side. The patient status has improved since he recovered from the surgical repair, but still requires physiotherapy for the right shoulder impairment. The physician assessed the event as possibly device-related and possibly procedure-related. No malfunction of the catheter was reported. There were no errors on the ep ¿ shuttle rf generator system - 100w used during the procedure. The physician has continued using this type of catheter in subsequent procedures.